Manufacturer narrative:
The failure investigation has been completed and the alleged altitude alarm issue was verified in the pump logs, however, no failure was identified. The alleged battery incorrectly displayed issue was verified. Additionally, the alleged touchscreen delay and alleged low bg issues could not be verified.

Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Additionally, the touchscreen was delayed in responding to presses and the battery gauge was fluctuating. Customer's blood glucose (bg) ranged between 48-388mg/dl. Cause of low bg was unknown and was addressed by drinking juice. Reportedly the customer reverted to manual injections for insulin therapy.